Manufacturer narrative:
Additional information received per medical records indicate that the patient has a history of hypercoagulability disorder secondary to protein c and s deficiency, recurrent significant symptomatic deep vein thrombosis, pulmonary emboli, morbid obesity and pseudotumor cerebri. The medical records state that approximately one year before received the trapease filter, the patient had an optease filter implanted. The optease filter was removed due to filter migration.   Approximately ten months after the optease filter was explanted, the patient was implanted with the trapease filter. The trapease filter was initially positioned slightly lower because the patient had a large inferior vena cava. According to the ppf, approximately six years later the patient learned that the trapease filter had migrated. Per the medical records, a computed tomography (CT) scan indicated that there was caudal migration of the trapease filter. A venogram of the right leg noted that the filter was at the confluence of the common iliac vein and approximately 30% of it was lodged into the common iliac vein. It was determined that the filter should be left in place.   One month and two weeks later, the patient experienced a syncopal episode, left leg was swollen about 50% more than the right leg and the patient had significant deep vein thrombosis in the left common femoral vein and below. A computed tomography (CT) scan revealed a small pulmonary embolism in the right upper lobe and the right middle lobe. It was unclear if they were from the past or newly formed. Five days later, the filter was heavily clotted and there was a surgical procedure to put a stent across the filter prevent migration, further mispositioning or occlusion of the iliac veins. There were complications during the procedure. The patient experienced a massive pulmonary embolism and died. The medical records state that it is possible the patient experienced intraoperative bleeding from tissue plasminogen activator (tpa) that was administered for the pulmonary embolism. The death certificate states that the immediate cause of death was pulmonary embolism and deep vein thrombosis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
Please note that the exact event date is unknown. The event date is the patient's date of death. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury, damage and wrongful death to the patient. Approximately seven years and three months after the index procedure, the patient died during an attempt to stop further migration of the occluded inferior vena cava filter. A stent across the filter was installed so the filter would not continue to migrate and become further malpositioned. During the procedure the patient developed significant hypotension requiring cardiopulmonary resuscitation (CPR). Intraoperative CPR was performed, and she was placed on emergency cardiopulmonary bypass. However, this was unsuccessful, and the patient died during the procedure. As a direct and proximate result of these malfunctions, the patient suffered fatal injuries, damages and untimely death. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. Following implant, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Without the procedural films or post implant images available for review the reported, migration and blood clots and occlusion of the ivc could not be confirmed or further clarified. The timing and mechanism of the events could not be verified, nor could an exact cause be determined. Clinical factors that may have influenced the event include procedural, patient, pharmacological and lesion characteristics. Without the patient¿s medical history and the limited information provided it is not possible to discern what factors may have contributed to the reported hypotension and subsequent death. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury, damage and wrongful death to the patient. Approximately seven years and three months after the index procedure, the patient died during an attempt to stop further migration of her occluded inferior vena cava filter. A stent across the filter was installed so the filter would not continue to migrate and become further malpositioned. During the procedure the patient developed significant hypotension requiring cardiopulmonary resuscitation (CPR). Intraoperative CPR was performed and she was placed on emergency cardiopulmonary bypass. However, this was unsuccessful. She died during the procedure. As a direct and proximate result of these malfunctions, the patient suffered fatal injuries, damages and untimely death.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly. As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. Per medical records, the patient has a history of hypercoagulability disorder secondary to protein c and s deficiency, recurrent significant symptomatic deep vein thrombosis, pulmonary emboli, morbid obesity and pseudotumor cerebri. Prior to implant of the trapease filter, the patient had an optease filter implanted. The optease filter was removed due to filter migration. Approximately ten months after the optease filter was explanted, the patient was implanted with the trapease filter. The trapease filter was initially positioned slightly lower because the patient had a large inferior vena cava. The filter subsequently malfunctioned and caused injury, damage and wrongful death to the patient. Approximately seven years and three months after the index procedure, the patient died during an attempt to stop further migration of the occluded inferior vena cava filter. A stent across the filter was installed so the filter would not continue to migrate and become further malpositioned. During the procedure the patient developed significant hypotension requiring cardiopulmonary resuscitation (CPR). Intraoperative CPR was performed, and emergency cardiopulmonary bypass was utilized. However, this was unsuccessful. She died during the procedure. As a direct and proximate result of these malfunctions, the patient suffered fatal injuries, damages and untimely death. According to the ppf, approximately six years later it was noted that the trapease filter had migrated. Per the medical records, a computed tomography (CT) scan indicated that there was caudal migration of the trapease filter. A venogram of the right leg noted that the filter was at the confluence of the common iliac vein and approximately 30% of it was lodged into the common iliac vein. It was determined that the filter should be left in place. One month and two weeks later the patient experienced a syncopal episode, left leg was swollen about 50% more than the right leg and the patient had significant deep vein thrombosis in the left common femoral vein and below. A computed tomography (CT) scan revealed a small pulmonary embolism in the right upper lobe and the right middle lobe. It was unclear if they were from the past or newly formed. Five days later, the filter was heavily clotted and there was a surgical procedure to put a stent across the filter prevent migration, further mispositioning or occlusion of the iliac veins. During the procedure, the patient experienced a massive pulmonary embolism and subsequently died. The medical records state that it is possible the patient experienced intraoperative bleeding from tissue plasminogen activator (tpa) that was administered for the pulmonary embolism. The death certificate states that the immediate cause of death was pulmonary embolism and deep vein thrombosis. Neither filter device is available for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The cordis trapease and optease vena cava filters are indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Blood clots, pulmonary embolism and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Syncope and swelling of the legs do not represent a device malfunction and may be related to underlying patient related issues. Hypotension with subsequent death and bleeding do not represent device malfunction and are related to the intervention and medication regimen performed to stabilize the migrated filter. Clinical factors that may have influenced the event include patient, specifically the genetic predisposition to thrombosis, pharmacological and lesion characteristics, specifically the size of the inferior vena cava. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. Per medical records, the patient has a history of hypercoagulability disorder secondary to protein c and s deficiency, recurrent significant symptomatic deep vein thrombosis, pulmonary emboli, morbid obesity and pseudotumor cerebri. Prior to implant of the trapease filter, the patient had an optease filter implanted. The optease filter was removed due to filter migration. Approximately ten months after the optease filter was explanted, the patient was implanted with the trapease filter. The trapease filter was initially positioned slightly lower because the patient had a large inferior vena cava. The filter subsequently malfunctioned and caused injury, damage and wrongful death to the patient. Approximately seven years and three months after the index procedure, the patient died during an attempt to stop further migration of the occluded inferior vena cava filter. A stent across the filter was installed so the filter would not continue to migrate and become further malpositioned. During the procedure the patient developed significant hypotension requiring cardiopulmonary resuscitation (CPR). Intraoperative CPR was performed, and emergency cardiopulmonary bypass was utilized. However, this was unsuccessful. She died during the procedure. As a direct and proximate result of these malfunctions, the patient suffered fatal injuries, damages and untimely death. According to the ppf, approximately six years later it was noted that the trapease filter had migrated. Per the medical records, a computed tomography (CT) scan indicated that there was caudal migration of the trapease filter. A venogram of the right leg noted that the filter was at the confluence of the common iliac vein and approximately 30% of it was lodged into the common iliac vein. It was determined that the filter should be left in place. One month and two weeks later the patient experienced a syncopal episode, left leg was swollen about 50% more than the right leg and the patient had significant deep vein thrombosis in the left common femoral vein and below. A computed tomography (CT) scan revealed a small pulmonary embolism in the right upper lobe and the right middle lobe. It was unclear if they were from the past or newly formed. Five days later, the filter was heavily clotted and there was a surgical procedure to put a stent across the filter prevent migration, further mispositioning or occlusion of the iliac veins. During the procedure, the patient experienced a massive pulmonary embolism and subsequently died. The medical records state that it is possible the patient experienced intraoperative bleeding from tissue plasminogen activator (tpa) that was administered for the pulmonary embolism. The death certificate states that the immediate cause of death was pulmonary embolism and deep vein thrombosis. Neither filter device is available for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The cordis trapease and optease vena cava filters are indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Blood clots, pulmonary embolism and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Syncope and swelling of the legs do not represent a device malfunction and may be related to underlying patient related issues. Hypotension with subsequent death and bleeding do not represent device malfunction and are related to the intervention and medication regimen performed to stabilize the migrated filter. Clinical factors that may have influenced the event include patient, specifically the genetic predisposition to thrombosis, pharmacological and lesion characteristics, specifically the size of the inferior vena cava. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information received per the medical records indicate that due to migration of the previous filter (other manufacturer), the optease filter was deployed more inferiorly. As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. Per medical records, the patient has a history of hypercoagulability disorder secondary to protein c and s deficiency, recurrent significant symptomatic deep vein thrombosis, pulmonary emboli, morbid obesity and pseudotumor cerebri. Prior to implant of the trapease filter, the patient had an optease filter implanted. The optease filter was removed due to filter migration. Additional information received per the medical records indicate that due to migration of the previous filter (other manufacturer), the optease filter was deployed more inferiorly. Approximately ten months after the optease filter was explanted, the patient was implanted with the trapease filter. The trapease filter was initially positioned slightly lower because the patient had a large inferior vena cava. The filter subsequently malfunctioned and caused injury, damage and wrongful death to the patient. Approximately seven years and three months after the index procedure, the patient died during an attempt to stop further migration of the occluded inferior vena cava filter. A stent across the filter was installed so the filter would not continue to migrate and become further malpositioned. During the procedure the patient developed significant hypotension requiring cardiopulmonary resuscitation (CPR). Intraoperative CPR was performed, and emergency cardiopulmonary bypass was utilized. However, this was unsuccessful. She died during the procedure. As a direct and proximate result of these malfunctions, the patient suffered fatal injuries, damages and untimely death. According to the ppf, approximately six years later it was noted that the trapease filter had migrated. Per the medical records, a computed tomography (CT) scan indicated that there was caudal migration of the trapease filter. A venogram of the right leg noted that the filter was at the confluence of the common iliac vein and approximately 30% of it was lodged into the common iliac vein. It was determined that the filter should be left in place. One month and two weeks later the patient experienced a syncopal episode, left leg was swollen about 50% more than the right leg and the patient had significant deep vein thrombosis in the left common femoral vein and below. A computed tomography (CT) scan revealed a small pulmonary embolism in the right upper lobe and the right middle lobe. It was unclear if they were from the past or newly formed. Five days later, the filter was heavily clotted and there was a surgical procedure to put a stent across the filter prevent migration, further mispositioning or occlusion of the iliac veins. During the procedure, the patient experienced a massive pulmonary embolism and subsequently died. The medical records state that it is possible the patient experienced intraoperative bleeding from tissue plasminogen activator (tpa) that was administered for the pulmonary embolism. The death certificate states that the immediate cause of death was pulmonary embolism and deep vein thrombosis. Neither filter device is available for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The cordis trapease and optease vena cava filters are indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Blood clots, pulmonary embolism and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Syncope and swelling of the legs do not represent a device malfunction and may be related to underlying patient related issues. Hypotension with subsequent death and bleeding do not represent device malfunction and are related to the intervention and medication regimen performed to stabilize the migrated filter. Clinical factors that may have influenced the event include patient, specifically the genetic predisposition to thrombosis, pharmacological and lesion characteristics, specifically the size of the inferior vena cava. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. Per medical records, the patient has a history of hypercoagulability disorder secondary to protein c and s deficiency, recurrent significant symptomatic deep vein thrombosis, pulmonary emboli, morbid obesity and pseudotumor cerebri. Prior to implant of the trapease filter, the patient had an optease filter implanted. The optease filter was removed due to filter migration. Additional information received per the medical records indicate that due to migration of the previous filter (other manufacturer), the optease filter was deployed more inferiorly. Approximately ten months after the optease filter was explanted, the patient was implanted with the trapease filter. The trapease filter was initially positioned slightly lower because the patient had a large inferior vena cava. Approximately seven years and three months after the index procedure, the patient died during an attempt to stop further migration of the occluded inferior vena cava filter. A stent across the filter was installed so the filter would not continue to migrate and become further malpositioned. During the procedure the patient developed significant hypotension requiring cardiopulmonary resuscitation (CPR). Intraoperative CPR was performed, and emergency cardiopulmonary bypass was utilized. However, this was unsuccessful and the patient died during the procedure. According to the ppf, approximately six years later it was noted that the trapease filter had migrated. Additional information received states that the patient had a history of factor v leiden deficiency. The information also stated that the patient experienced pain, mental anguish, progressive acidosis and tilting of the trapease filter. Per the medical records, a computed tomography (CT) scan indicated that there was caudal migration of the trapease filter. A venogram of the right leg noted that the filter was at the confluence of the common iliac vein and approximately 30% of it was lodged into the common iliac vein. It was determined that the filter should be left in place. One month and two weeks later the patient experienced a syncopal episode, left leg was swollen about 50% more than the right leg and the patient had significant deep vein thrombosis in the left common femoral vein and below. A CT scan revealed a small pulmonary embolism in the right upper lobe and the right middle lobe. It was unclear if they were from the past or newly formed. Five days later, the filter was heavily clotted and there was a surgical procedure to put a stent across the filter to prevent migration, further mispositioning or occlusion of the iliac veins. During the procedure, the patient experienced a massive pulmonary embolism and subsequently died. The medical records state that it is possible the patient experienced intraoperative bleeding from tissue plasminogen activator (tpa) that was administered for the pulmonary embolism. The death certificate states that the immediate cause of death was pulmonary embolism and deep vein thrombosis. Neither filter device is available for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The cordis trapease and optease vena cava filters are indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Inferior vena cava (ivc) filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity, it was noted that the patient had a large ivc. Filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Blood clots, pulmonary embolism and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Syncope and swelling of the legs do not represent a device malfunction and may be related to underlying patient related issues. Hypotension with subsequent death and bleeding do not represent device malfunction and are related to the intervention and medication regimen performed to stabilize the migrated filter. Progressive acidosis was reported, it was not reported if it was metabolic or respiratory in nature, a massive pe may cause a combined respiratory (hypercapnea) and metabolic acidosis due to hemodynamic collapse. Clinical factors that may have influenced the event include patient, specifically the genetic predisposition to thrombosis, pharmacological and lesion characteristics, specifically, the size of the inferior vena cava. Pain and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information received per the discovery form (df) states that the patient had a history of factor v leiden deficiency. The discovery form also states that the patient experienced pain, mental anguish, progressive acidosis and tilting of the trapease filter. Additional information is pending and will be submitted within 30 days of receipt.